Manufacturer narrative:
Investigation pending.

Event description:
Customer reported discrepant troponin (tni) results on two day comparisons with their triage meter compared to the istat and vitros 5600 systems. The chronology of events and tni results were as follows: day 1: (B)(6) 2016 at 0800, a (B)(6) female patient was seen for chest pain. A sample was drawn and run on the triage meter with a negative tni result of <0.05 (customer's cutoff was 0.4). An EKG was performed with abnormal results and the patient was sent to the ER; cardiac enzymes were all normal on the triage meter. At 0900 (an hour later), a sample was drawn at the ER and run on the istat system with a cutoff result of 0.08 (customer's cutoff was 0.08). At 1218, troponin was run on the hospital analyzer, the vitros 5600 system, with a positive result of 0.27 (customer's cutoff was 0.034). The patient was admitted for urgent coronary angiogram. The results of the coronary catheterization showed slight coronary irregularity but no significant stenosis. There was no evidence of pulmonary emboli or significant dysrhythmias. Results of abdominal and pelvic CT showed cavernous hemangioma. Day 2: (B)(6) 2016 at 1010, a sample drawn and run on the vitros 5600 system with a positive tni result of 0.14. The triage tni result was <0.05 (negative). The hospital managed the patient's care based on the positive vitros result. The patient was diagnosed with hemangioma and acute ischemic heart disease and was referred to a cardiologist after the patient was discharged (B)(6) 2016.

Manufacturer narrative:
(B)(4). Investigation conclusion: the customer's complaint was replicated during in-house testing of the returned sample, however, the results obtained for all analytes were not indicative of cardiac damage. Testing of the complaint lot w61680 with in-house calibrators did not reproduce the customer's complaint of discrepant low tni. No issues with troponin (tni) recovery were observed. Manufacturing batch records for the complaint lot were reviewed and found that the lot met release specifications.